Event description:
The customer reported the subject device leaked from the biopsy channel. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to the presence of foreign material in the nozzle, service found the objective lens was chipped, the plastic distal end cover was dirty and shaved, the rubber adhesive was detached, the connecting tube was scratched, the forceps channel had a dent, the control section had discoloration, the suction cylinder was shaved, the universal cord was scratched and sticky, there was play in the angulation wire, the switch box and control unit were corroded due to leakage, the nozzle was deformed, and multiple parts of the device were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received, from the reporter. The event was found, during the reprocessing cycle.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the facility staff was inadequately trained in reprocessing and/or the device was not handled in accordance with the instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU. ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor field performance for this device.